Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain with my essure but paperwork says my hysto is for pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I went grocery shopping on day 2, my pain was never more than 4, most of the time a 2"), ovarian cyst ("cyst in their ovaries"), migraine ("migraine"), motion sickness ("motion sickness"), arthralgia ("joint pain") and tinnitus ("ringing ears"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, ovarian cyst, migraine, motion sickness, arthralgia and tinnitus outcome was unknown. The reporter considered arthralgia, migraine, motion sickness, ovarian cyst, pelvic pain, procedural pain and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, medical device removal, pelvic pain most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: events: migraines, motion sickness, joint pain, ringing ears were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain with my essure but paperwork says my hysto is for pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 10 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I went grocery shopping on day 2, my pain was never more than 4, most of the time a 2"), ovarian cyst ("cyst in their ovaries"), migraine ("migraine"), motion sickness ("motion sickness"), arthralgia ("joint pain"), tinnitus ("ringing ears"), tooth fracture ("cracked teeth"), dental caries ("cavities"), gingival disorder ("gum issue"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog") and balance disorder ("equilibrium issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the procedural pain, ovarian cyst, migraine, motion sickness, arthralgia, tinnitus, tooth fracture, dental caries, gingival disorder, adenomyosis, feeling abnormal and balance disorder outcome was unknown. The reporter considered adenomyosis, arthralgia, balance disorder, dental caries, feeling abnormal, gingival disorder, migraine, motion sickness, ovarian cyst, pelvic pain, procedural pain, tinnitus and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, medical device removal, pelvic pain, cracked teeth, cavities and gum issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I went grocery shopping on day 2, my pain was never more than 4, most of the time a 2") and pelvic pain ("I have very little physical pain with my essure but paperwork says my hysto is for pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain and pelvic pain outcome was unknown. The reporter considered medical device removal, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, medical device removal, pelvic pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received-new event I have very little physical pain with my essure but paperwork says my hysto is for pelvic pain were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain with my essure but paperwork says my hysto is for pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 10 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I went grocery shopping on day 2, my pain was never more than 4, most of the time a 2"), ovarian cyst ("cyst in their ovaries"), migraine ("migraine"), motion sickness ("motion sickness"), arthralgia ("joint pain"), tinnitus ("ringing ears"), tooth fracture ("cracked teeth"), dental caries ("cavities"), gingival disorder ("gum issue"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog") and balance disorder ("equilibrium issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the procedural pain, ovarian cyst, migraine, motion sickness, arthralgia, tinnitus, tooth fracture, dental caries, gingival disorder, adenomyosis, feeling abnormal and balance disorder outcome was unknown. The reporter considered adenomyosis, arthralgia, balance disorder, dental caries, feeling abnormal, gingival disorder, migraine, motion sickness, ovarian cyst, pelvic pain, procedural pain, tinnitus and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, medical device removal, pelvic pain, cracked teeth, cavities and gum issue. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event brain fog, equilibrium issues added. Duration of implantation added. Fu 12 & 13 process together. On 23-mar-2020: social media received. Reporter added. Event pelvic pain outcome added. Fu 12 & 13 process together. On 23-mar-2020: coding request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain with my essure but paperwork says my hysto is for pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I went grocery shopping on day 2, my pain was never more than 4, most of the time a 2"), ovarian cyst ("cyst in their ovaries"), migraine ("migraine"), motion sickness ("motion sickness"), arthralgia ("joint pain"), tinnitus ("ringing ears"), tooth fracture ("cracked teeth"), dental caries ("cavities"), gingival disorder ("gum issue") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, ovarian cyst, migraine, motion sickness, arthralgia, tinnitus, tooth fracture, dental caries, gingival disorder and adenomyosis outcome was unknown. The reporter considered adenomyosis, arthralgia, dental caries, gingival disorder, migraine, motion sickness, ovarian cyst, pelvic pain, procedural pain, tinnitus and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, medical device removal, pelvic pain, cracked teeth, cavities and gum issue. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event adenomyosis and reporter information were added. On 20-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain with my essure but paperwork says my hysto is for pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I went grocery shopping on day 2, my pain was never more than 4, most of the time a 2") and ovarian cyst ("cyst in their ovaries"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, medical device removal, pelvic pain most recent follow-up information incorporated above includes: on 14-jan-2020: content from pfs received. New reporter added. New event cyst in ovaries added. Event medical device removal was removed and surgery was added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain with my essure but paperwork says my hysto is for pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I went grocery shopping on day 2, my pain was never more than 4, most of the time a 2"), ovarian cyst ("cyst in their ovaries"), migraine ("migraine"), motion sickness ("motion sickness"), arthralgia ("joint pain"), tinnitus ("ringing ears"), tooth fracture ("cracked teeth"), dental caries ("cavities") and gingival disorder ("gum issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, ovarian cyst, migraine, motion sickness, arthralgia, tinnitus, tooth fracture, dental caries and gingival disorder outcome was unknown. The reporter considered arthralgia, dental caries, gingival disorder, migraine, motion sickness, ovarian cyst, pelvic pain, procedural pain, tinnitus and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, medical device removal, pelvic pain, cracked teeth, cavities and gum issue. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events cracked teeth, cavities and gum issue added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I went grocery shopping on day 2, my pain was never more than 4, most of the time a 2"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.